Manufacturer narrative:
.

Event description:
After the guidewire was removed from the catheter during implant, a hole or tear was noted approximately 10 cm out from the entry point; the catheter was leaking. The catheter was repaired by splicing. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the device system was not reported; the manufacturer's device tracking system indicates baclofen.